Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04669. D10: concomitants: (B)(6), 02-012-45-1505 - lgc tibial fit tray cem sz 1.5f / 0.5t, (B)(6), 02-010-03-0315 - logic cr femoral cem, right, sz 1.5, (B)(6), 521-78-31 - threaded pin size 2.6 collarless 2pk, (B)(6), 02-012-48-1509 - logic cr tib insert slope +, sz 1.5, 9 mm, (B)(6), 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t, (B)(6), 02-010-03-0215 - logic cr femoral cem, left sz 1.5, (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6), 200-02-29 - three peg patella 29mm, (B)(6), 200-02-29 - three peg patella 29mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, metal wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-012-45-1505 - lgc tibial fit tray cem sz 1.5f / 0.5t. (B)(6) 02-010-03-0315 - logic cr femoral cem, right, sz 1.5. (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk. (B)(6) 02-012-48-1509 - logic cr tib insert slope +, sz 1.5, 9 mm. (B)(6) 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. (B)(6) 02-010-03-0215 - logic cr femoral cem, left sz 1.5. (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) 200-02-29 - three peg patella 29mm. (B)(6) 200-02-29 - three peg patella 29mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a bilateral knee replacement on (B)(6) 2016. Following the surgeries, the patient began experiencing severe pain, swelling, and unsteadiness in both knees, and significant gait impairment. Due to this worsening pain and instability caused by the accelerated wear of her implant, the patient underwent a left knee revision surgery on (B)(6) 2020. During her left knee revision surgery, the patient's surgeon noted ¿some wear of the tibial baseplate¿ and ¿significant wear of the tibial insert.¿ the patient's surgeon discovered ¿significant metallosis in the joint,¿ ¿deposition of metallosis in the soft tissue and in the bones of the knee joint,¿ and ¿significant destruction of soft tissue and bone from the metallosis which was present.¿ the patient's surgeon also noted increased ¿complexity of the case¿ due to the ¿significant metallosis in the joint¿ which ¿necessitate[ed] significant debridement of arthrofibrotic tissue with metallosis.¿ the surgeon discovered ¿significant bone loss, especially on the femoral side of the joint.¿ these issues resulted in an ¿extended time needed for surgical intervention with surgery,¿ with the revision surgery taking roughly four hours to complete. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.